Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age was reported only as (B)(6). The year of the patient¿s birth was not provided by reporter. Additional device product code is hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was requested and the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that two proximal femoral nail antirotation blades could not be implanted into the femur neck. The blades got stuck halfway and could not be locked. The reported issues caused a surgical delay of 60-95 minutes. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 04july2012. Expiry date: 01july2022. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition a product investigation was completed: the investigation of the complained pfna blades has shown that these fully meet our specifications. The present pfna blades were subjected to functional testing and these are in a perfect function. It is likely that there was a complication during operation or the event was caused by an incorrect manipulation or used impactor is damaged. The impactor was not returned to us for further investigation. No product fault could be detected. The present pfna blades were subjected to functional testing and these are in a perfect function. (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.